Event description:
The user experienced one patient with a creatinine result of 547 umol per l with normal urea and ise results. The sample was repeated with results of 546 umol per l and 560 umol per l with a 1:2 dilution. Three to four hours later on a separate sample, the creatinine result was 274 umol per l. The next morning on a third sample, the creatinine result was 69 umol per l which was the expected result. The patient had undergone a gastroscopy just before the first sample was drawn. She had also received the flu vaccination the day before and she has a "polymyocite (polymyositt)". No information was received to determine if the patient was adversely affected due to the results. The investigation is ongoing. If additional information is received, appropriate notification will be provided.